Event description:
It was reported that a 6f angio-seal vip was selected for use, post left heart catheterization. The puncture was in the right femoral artery (rfa). The angio-seal was successfully deployed and hemostasis achieved. Sometime later (exact date unk) the pt was admitted to another facility and experienced either a pseudoaneurysm or occlusion in either the rfa or right femoral vein (rfv). Reportedly, the physician hit the vein often while accessing the femoral artery, but there were no immediate problems. No additional info was made available. The incident date is month specific.

Event description:
It was reported that during the procedure, the tip of the plug driver broke off in the plug. The physician was unable to extract the tip of the driver from the plug and plug remains implanted. Patient outcome: no adverse effect reported as a result of this event.